Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was doing great until physical therapy overextended the knee, popped, and hurt the patient. The patient was revised due to pain.